Manufacturer narrative:
Concomitant medical products: product ID: 9735796rpend, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a sacroiliac and thoracolumbar procedure. It was reported that the monitors on the screen go blank and on the camera cart a pcoip screen flashed before the system came back up to normal. The system was noted to go intermittent for a moment before the screens had flashed. There was no reported delay or known impact on patient outcome.